Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie drawer was failing, could be recovered but continued to act abnormally. Customer stated they had rebooted the pyxis twice. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 exhibited a hardware failure. A field service engineer (fse) removed the back panel, reseated the pyxie bus cable and drawer board components, rebooted the station and launched a hardware test application. Fse then removed the side panel to expose the row board cable, once the cable was exposed, it was reseated. Fse placed the side panel and cubies back on the devices, rebooted and launched the application. Fse also verified the top panel, bio metric identifier, barcode scanner and keyboard functionality and confirmed no issues were identified. The system functioned as intended after the field service engineer had repaired the device.